Event description:
Additional information received reported the patient¿s device had not worked in 5 years but it was noted the patient¿s device had only been implanted for 3 years. Additional information received the next day reported the patient was able to walk during the trial and now his was not. It was confirmed the patient¿s device was off. It was noted the patient was going to meet with another manufacturer representative. Additional information received 2 weeks later reported it was unknown if the event was due to the patient¿s implantable neurostimulator (ins) or lead/extension. It was unknown if the patient required hospitalization due to the event. The patient had his first new patient appointment with this healthcare provider the previous week.

Event description:
It was reported that three months after the device was implanted the patient became a cripple and he had almost no mobility in his legs. It was noted that he was somewhat mobile before the implant and could walk to the end of the driveway, but now he was no longer able to walk, play golf, or travel.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 37743, serial# (B)(4), product type programmer, patient product ID 37752, serial# (B)(4), (B)(4).

Event description:
Follow up information reported that the healthcare professional (hcp) had only seen the patient one time and did not enough knowledge of their history to comment on their condition. It was noted that the patient did use a cane when they were seen at the clinic. There were no pending appointments or tests scheduled for the patient and did not have the patient's previous records to compare to anything. If additional information is received, a follow up report will be sent.